Manufacturer narrative:
An ocd field engineer performed maintenance on the instrument to replace the slide incubator disk and has returned the instrument to expected operation. The investigation into this event concludes that the root cause was instrument related.

Event description:
The operator of a vitros 250 chemistry system observed imprecise quality control results with vitros amon slides. The laboratory did not report any vitros amon results and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.